Event description:
Pt's spouse called in 2002 alleging that the pt's one touch profile meter "was not working". The spouse could not specify what was wrong with the meter, only that it was not working. Pt's spouse stated meter did turn on and displayed the code, check okay. The spouse indicated that the pt had to go to emergency because the meter was not working and reading "over 600mg/dl". Pt's spouse also reported an issue with the lancing device. Sending letter. No further info has been reported.